Event description:
A (B)(6) female pt called zoll customer support to report that the response buttons on her monitor weren't working. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (response buttons not working) was confirmed. Upon investigation the front and rear response button switches were missing. The root cause for the damaged response button switches could not be positively identified but was likely excessive force. No adverse event resulted from the damaged response buttons. The pt rec'd a replacement monitor.